Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After thrombectomy was performed with a non bsc aspiration catheter, pre dilatation was performed at 6 atmospheres with a non bsc balloon catheter. A 2.75 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and also, the distal part of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.